Manufacturer narrative:
(B)(4). .

Event description:
The transmitter died early occurred. Data was evaluated and the allegation was confirmed as a transmitter failed error. The probable cause was determined to be a transmitter failed error. The reported event of a the transmitter died early is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.